Manufacturer narrative:
(B) (4).

Event description:
The pt felt stimulation in the wrong location following a fall. The pt was not able to adjust stimulation and felt that every time she used the pt programmer her device turned off. The pt was able to troubleshoot and all keys worked properly. The pt was redirected to her physician. Follow up information from the pt indicated that she had not visited with her physician and had met with the company representative. She was still having problems with her device system.